Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, flat creases, and device appearance (observed split in patch area, it is out of specification per qa199.04 was identified which is characterized as a workmanship, however this workmanship is not relationship with the complaint). After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no openings were observed on the device. Split in patch area, assessed as a workmanship.

Event description:
Healthcare professional additionally reported "dense fibrous tissue with adherent adipose tissue and skeletal muscle, chronic inflammation, calcification, and multinucleated giant cell response to amorphous, colorless material, consistent with implant capsule" via pathology report.

Manufacturer narrative:
Fi: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 3264268 were released in accordance with the current manufacturing procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was found a split in patch area which is considered as workmanship. This finding is not related with the reported event. A review of the current risk documents was performed, and the event of split in patch area is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with split in patch area will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a right side rupture per ultrasound. Healthcare professional additionally reported "dense fibrous tissue with adherent adipose tissue and skeletal muscle, chronic inflammation, calcification, and multinucleated giant cell response to amorphous, colorless material, consistent with implant capsule" via pathology report. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.